Event description:
The customer received questionable results for human chorionic gonadotropin + the beta subunit (hcg+b) on two patient samples. All results are in miu/ml. Patient (B)(6) had an initial result of 10,000, accompanied by a data flag. The sample was repeated with a dilution and generated a result of 10.00, accompanied by a data flag. The sample was then run on another cobas 6000 e601 (e601) module serial number (B)(4); which generated a result of 10,000, accompanied by a data flag. The sample was repeated with a dilution on e601 serial number (B)(4), and generated a result of 58,103. The customer deemed the results from e601 serial number (B)(4) to be the correct. No erroneous results were reported outside of the laboratory and there was no adverse event. Patient (B)(6), female, had an initial result of 10,000, accompanied by a data flag. The sample was repeated with a dilution and generated a result of 10.00, accompanied by a data flag. The sample was then run on another cobas 6000 e601 (e601) module serial number (B)(4); which generated a result of 10,000, accompanied by a data flag. The sample was repeated with a dilution on e601 serial number (B)(4), and generated a result of 101,132. The customer deemed the results from e601 serial number (B)(4) to be the correct. No erroneous results were reported outside of the laboratory and there was no adverse event. The lot of hcg+b reagent in use was 16956305, with an expiration date of 01/31/2014. The field service representative was unable to find a cause. He checked the sample and reagent seals, the dispense, dilution ratio and adjustments. He replaced the diluent. He did performance testing which was successful. The customer re-ran the samples in question, which compared to the results from e601 serial number (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The issue could not be reproduced. The data provided by the customer was evaluated. The calibration signals were within expectation and qc data was within range. A general reagent issue was not identified.